Event description:
It was reported that the patient experienced a hypoglycemic event while using the ilet system after a later-than-usual dinner and without announcing the meal, consistent with a user-related use pattern; the lowest reported glucose was 69 mg/dl and the low glucose period lasted approximately 30 minutes to 1 hour. Symptoms included no reported clinical effects such as loss of consciousness or dizziness. Outcomes included no medical intervention, no ketone testing, no backup therapy, and no hospitalization. Investigation included complaint review, user interview, and troubleshooting with education regarding meal announcement and monitoring. Investigation of this case revealed no device malfunction reported and user factors related to meal timing likely contributed, with the precise cause not determined. It was concluded that the event was consistent with hypoglycemia with cause unclear and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.